Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed. Follow up 1: one used sample was provided for evaluation. Examination of the returned product revealed there was no packaging and no lot number provided. The catheter itself was cut off at the insertion end leaving a sharp tip. Therefore the complaint is confirmed as reported. Since no lot number was provided, the complaint history could not be reviewed.

Event description:
(B)(4). According to the information received the user states that a catheter had a sharp/square tip. The patient is quadriplegic and said one catheter tip was sharp "like a sharpened pencil". Mom did not look at tip before inserting and patient started to bleed. Patient went to emergency room and saw urologist. Catheter cut urethra when inserted. Patient is now home from the hospital. Patient on medications and cathing due to incontinence from quadriplegia.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.

Event description:
(B)(4). According to the information received the user states that a catheter had a sharp/square tip. The patient is quadriplegic and said one catheter tip was sharp "like a sharpend pencil". Mom did not look at tip before inserting and patient started to bleed. Patient went to emergency room and saw urologist. Catheter cut urethra when inserted. Patient is now home from the hospital. Patient on medications and cathing due to incontinence from quadriplegia.